Manufacturer narrative:
Updated - describe event or problem, init reporter sent to FDA, complaint source(s) (B)(4).

Event description:
It was further reported that this event was reported on a voluntary medwatch # mw5071236.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment difficulties occurred and the patient required additional surgery. A 6 x 200 x 130 innova stent was selected for a revascularization procedure in the right superficial femoral artery (sfa). During the procedure, the stent was placed in the right sfa and 1/4 of the stent was deployed. At that point, the stent would not deploy anymore. When removing the stent, it broke off at the insertion site of the left common femoral artery. The patient was sent to surgery to have the stent removed. The distal pulse stayed well, the leg remained warm. There were no additional patient complications reported and the patient's status was reported as fine after surgery.